Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. An unapproved viscoelastic was reported to have been used. Additional information was requested on 01/22/2010, 01/26/2010, 02/09/2010, and 02/16/2010 by phone, fax, and mail. A completed questionnaire was received on 01/26/2010. (B) (4)

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the patient had significant corneal edema noted on the first postoperative day and the pt was started on medication. By the fourth postoperative day, the edema had improved. The patient was continued on medications to treat the edema. In a follow up, the surgeon reported the event continues. The surgeon reported the patient is improving at this time.